Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Event description:
On 12/15/2022, it was reported by a facility representative via sems that a ar-6480 dw pump is malfunctioning, it is not working as it should. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.